Event description:
It was reported by the customer's mother, that the customer's insulin pump display looks distorted. The mother stated that the insulin pump had fell. Customer's blood glucose level at the time 456mg/dl. Customer treated with manual injection. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass. Also, insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.